Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post-implant, this left ventricular lead exhibited high out of range pacing thresholds. The physician elected to surgically intervene as which time the lv lead was unable to be removed and consequently surgically abandoned and replaced. The physician reported no allegations against this product and no other adverse patient effects.